Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported issue. The fsr reported the biomed stated that they could see what looked like a water bubble on the left bottom corner of the screen. The fsr visually inspected the device, touched all parts of the screen with proper response, and reported no water bubble, however, found the unit has a oxygen cell failure. After replacing the oxygen cell sensor, performed the o2 calibration, and the issue was resolved. The fsr performed the user verification test and operational verification procedure according to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the unit's touch screen is frozen and will not make changes. The customer reported there looks to be a little bit of fluid in the bottom of the screen. The customer reported there is no patient involvement associated with the event.